Event description:
4 different alaris pump infusion sets were pulled to prepare for treatment. Each had leaks at the y-site beneath the roller clamp, in 2 cases the tubing at the location could be pulled apart.